Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Tech called in for help on 8100 unit serial # (B)(4). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: before tech called in he had already replace both pressure sensors and also replace the membrain frame on unit, try to run calibration after replaxce parts still fails and tyr to rerun pm test still fail at this point he has to send unit in for services repair. Confirm price quote for level one repair tech will call back once he hashis po# setup.